Manufacturer narrative:
Procedure was performed successfully and the device was discarded per hospital policy. There was no allegation of a product malfunction. Bleeding was not identified until patient was back in room. Post operative scans and exam did not reveal the bleeding site, which resolved on its own. The physician reported the patient was doing well and was released on the fourth day.

Event description:
The company sales rep reported that in an email correspondence with the physician, it was mentioned the tif patient, who would normally spend one night in the hospital following the procedure, had spent several more days due to bleeding. There was no allegation of device malfunction. The device was discarded by the hospital after the successful procedure. Bleeding was identified after the patient was back in her room. Post procedure exams/testing showed no further bleeding and no specific bleeder site was found. The bleeding resolved on its own.